Manufacturer narrative:
Review of the device history record for the lot in question confirmed that all parts met manufacturing requirements prior to release. There is no evidence to suggest that the baylis medical device caused or contributed to the reported incident. However, as the baylis device was reported to be among the devices used in the procedure, baylis medical has decided to submit this report. There is no suspected device failure. The reported patient complication is an inherent risk in this type of procedure.

Event description:
The nrg transseptal needle was used for transseptal puncture during a cryo ablation procedure. During the procedure, a pericardial effusion was noted. Following transseptal puncture, the patient became hypotensive and an echocardiograph was performed confirming an effusion. The patient was monitored and transferred to the intensive care unit and neo-synephrine was administered. The effusion was located on the right lateral wall of the right atria. The cause of the effusion was unknown. The patient was followed and stabilized. There is no evidence to suggest that the baylis medical device caused or contributed to the reported incident. However, as the baylis device was reported to be among the devices used in the procedure, baylis medical has decided to submit this report.